Event description:
It was reported that guidewire distal tip detachment occurred. A 300cm, 8cm poly tip v-18 control wire guidewire was inserted via venous access. During use, the distal tip of the wire broke off and migrated to the patient's lung. There was no harm to the patient.

Manufacturer narrative:
Device evaluated by manufacturer.: the returned guidewire had the distal tip bent/kink. The polymer jacket was found longitudinally detached from the distal end of the guidewire, and a small portion of the polymer jacket of approximately 0.5mm was missing. The overall length, middle and proximal outer diameter were within specification.

Event description:
It was reported that guidewire distal tip detachment occurred. A 300cm, 8cm poly tip v-18 control wire guidewire was inserted via venous access. During use, the distal tip of the wire broke off and migrated to the patient's lung. There was no harm to the patient.